Event description:
It was reported that a vns patient was admitted to the hospital in status. Generator revision surgery was subsequently performed. A battery life calculation showed that the generator had reached end of service. The explanted generator has been returned to the MFR, and is undergoing analysis. Good faith attempts to obtain additional info have been unsuccessful to date.